Event description:
Additional information was received that the cause of the separation was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the solitaire fr device was returned for analysis. The stent was found not attached to the pusher. The pusher inner core wire was found to have separated at the buffer coil weld within the shrink tubing; ~3.0cm from the stent¿s proximal marker. The solitaire fr stent was found still attached to the core wire and in good condition. The broken solitaire fr pusher was sent out for scanning electron microscopy (sem) failure analysis. According to the sem report, the broken end failed via tensile overload. Based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher inner core wire was found to have separated. Device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots/thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, or removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause of the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID react-71 (lot: b616647); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the solitaire fr 6x30, a pushwire break and separation occurred in the distal section. Additionally, the stent broke within the intermediate catheter during withdrawal. The broken stent segments were not immediately flushed out and required multiple flushings post-operation to be removed. The stent and the intermediate catheter were removed from the patient, and the broken segments were eventually flushed out after repeated attempts. There was no resistance encountered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There was no patient involved.